Manufacturer narrative:
The pump was received with blank display due to corroded battery cap contact. The pump was tested with a good battery cap. The pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. There was no blank display during testing. There was no damage found on the lcd isolation tape noted. The pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.